Event description:
The customer confirmed no error messages were observed as a result of the failure. The covers are the new redesigned covers. The duration of the procedure was 19 minutes from start to end. The procedure was not prolonged and the anesthesia was not extended.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The customer confirmed there was no damage, and no chemicals used on the device aside from the approved cleaning process. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the cover could have covered hook at the scope tip and may not have gotten over it completely. As a result, attachment was insufficient. Of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure the distal cover that was attached around the forceps elevator at the start of the procedure was detached and found in the patient¿s mouth post-procedure. Post erpc procedure the patient was extubated and flipped to supine position. It was discovered that the distal cover was not attached to the end of the scope but was found to be present in the patient¿s mouth. The distal cover was retrieved immediately without any issues. The procedure was completed with the same set of equipment. Reportedly, a similar event occurred twice upon removal of the scope and the distal cover was found in the patient¿s mouth. The olympus endoscope account manager has been made aware of the events and a site in service is scheduled to ensure the distal covers are placed correctly on the endoscope. For this purpose, a user guide with instructions for use has been sent to the site for reference. There was no report of additional medical intervention outside the scope of the procedure and no delay in the procedure. The patient was unharmed and was not aspirated due to the cap. There were 4 related patient identifiers for this event- complaint numbers- (B)(4): single use distal cover; model: maj-2315; serial number: unknown. (B)(4): single use distal cover model: maj-2315; serial number: unknown. (B)(4): evis exera iii duodenovideoscope; model tjf-q190v; serial number: unknown (this complaint) (B)(4): evis exera iii duodenovideoscope; model tjf-q190v; serial number: unknown complaint number: (B)(4) are in reference to the initial event.